Event description:
Customer reports that the pt tested 417mg/dl on the paramedic's device and 59mg/dl on this device within 10 minutes. A lab drawn 5 minutes later read 332mg/dl. No action was taken based on device results. No treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.